Manufacturer narrative:
The insulin pump alarmed button error followed by an intermittent button due to corroded keypad traces. The insulin pump was received with cracked case on the display window corner, cracked display window, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 50 mg/dl. Customer stated he was asleep before the alarm occurred. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.